Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# me2020 and lot# 24119083 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Batch number#: 24119083, 24109120. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that two separate instances of the tubing leaking at the filter in the line.